Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of hmii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 1¿ from the pump body. No distal portions were returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the outlet elbow. The evaluation of (B)(6) revealed an adhered, tissue-like deposition on the proximal edge of the inlet tube. This deposition was well-adhered and did not appear to have obstructed flow during support. A thin, red, tissue-like lining was also discovered throughout the inflow conduit. Prior to disassembly, the blood flow path through the conduit did not appear impeded by this well-adhered lining. Evaluation of the outflow graft revealed a tissue-like deposition in the outflow graft attachment and a mix of tissue-like deposition and coagulated blood along the interior of the outflow graft. The inflow and outflow depositions appeared to have developed acutely, likely due to poor surface washing caused by an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. In addition, a hard, denatured deposition was found surrounding the outlet bearing ball, with soft, tissue-like depositions and grainy, denatured blood within the stator. Denaturation of the observed deposition and the contact marks noted on the distal end of the rotor are indications that the occlusion was present while the pump was supporting the patient. This deposition would have caused increased resistance on the rotor, which could have contributed to the reported pump stop and corresponding alarms. Although the deposition did not appear to have initially formed in the outlet stator, the origin could not be determined. Furthermore, a duration of time for which the deposition was present in the device also could not be determined through this evaluation. A specific cause for the presence of the observed depositions could not be conclusively determined; however, they would have contributed to the reported increase in lactate dehydrogenase (ldh), as well as the increase in pump power that was confirmed through the evaluation of the submitted log file. Additionally, although the depositions could have contributed to the reported pump stop and corresponding low speed and low flow alarms, a specific cause for the stop could not be determined through this evaluation as it could not be confirmed via the submitted log file. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the hmii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow alarm. Section 6 ¿patient care and management¿ also outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the appropriate actions to perform in response to the pump stopping. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The hmii lvas patient handbook. Is also currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook contains important warnings related to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2020-05455. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's pump exchange due to thrombosis. The patient was previously suspected for pump thrombosis during admission on (B)(6) 2020. The patient visited outpatient due to increased pump power. When the patient returned to the hospital, ldh increased again up to 1200ish. There were pump off, low flows, and low speeds recorded. There was no pump flow, which resulted in heartmate ii to heartmate iii pump exchange. When the surgeon explanted the pump, fully thrombosed pump was noticed. The explanted pump and controller were returned.